Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit far field oversensing. No adverse patient effects were reported. At this time, this device system remains in service.